Event description:
Customer reported via phone, he was changing the insulin on the insulin pump and when he turned on the device the device was in spanish mode. During assistance to change the language mode to english customer mentioned the act button on the device was not responding. Customer didn't know blood glucose level. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
The esc button on the insulin pump had intermittent responds due moisture damage on the keypad traces. The insulin pump also had minor scratches on the lcd window, cracked case at the lcd window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.